Event description:
It was reported the reservoir was leaking and customer has high blood glucose of 426 mg/dl. Customer's mother stated customer's blood glucose had been high for the past three weeks. Customer's mother stated there was insulin in the reservoir chamber. Troubleshooting was performed. Customer was currently at school and was unable to perform self test. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-81473.